Event description:
This spontaneous case was reported by a consumer and describes the occurrence of back pain ("back pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), musculoskeletal pain ("muscle and joint pain"), visual impairment ("vision disorders"), alopecia ("hair loss"), nervous system disorder ("neurological disorders"), sleep disorder ("sleep disorders") and speech disorder ("speech difficulty"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, musculoskeletal pain, visual impairment, alopecia, nervous system disorder, sleep disorder and speech disorder had not resolved. The reporter provided no causality assessment for alopecia, back pain, musculoskeletal pain, nervous system disorder, sleep disorder, speech disorder and visual impairment with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Further company follow-up with the regulatory authority is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of back pain ("back pain") in a 44-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), musculoskeletal pain ("muscle and joint pain"), visual impairment ("vision disorders"), alopecia ("hair loss"), nervous system disorder ("neurological disorders"), sleep disorder ("sleep disorders") and speech disorder ("speech difficulty"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, musculoskeletal pain, visual impairment, alopecia, nervous system disorder, sleep disorder and speech disorder had not resolved. The reporter provided no causality assessment for alopecia, back pain, musculoskeletal pain, nervous system disorder, sleep disorder, speech disorder and visual impairment with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 4-oct-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.